Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection.